Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was attempting to change the battery on the insulin pump and it wouldn't turn back on. The customer's blood glucose was 200 mg/dl and currently it's at 240 mg/dl. Customer stated the device had a blank display and the batter cap wouldn't come off the device. Customer was currently in the hospital due to giving child birth and was unable to remove the battery cap. Troubleshooting for the blank display was not possible as customer was unable to remove the battery cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned. She agreed to return the device for analysis.